Event description:
Additional information stated that the patient experienced spasms and pain. It was also noted that the patient¿s reaction was almost like an ¿allergic reaction.¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal type symptoms for the last two-three weeks. The symptoms included itching, increase in muscle tone, increase in clonus and fever. Hcp thought the patient had a possible infection of some kind as well. In the past, the patient has had "cloudy" csf some months ago. On (b)(64) 2011, a pump and catheter revision were planned, however intraoperatively, the surgeon felt the catheter was patent, so they ended up leaving it in place and closing the patient without replacing either the pump or catheter. Patient and/or family were upset that patient went through surgery, but nothing was replaced. The hcp planned to access the catheter access port (cap) for a cerebrospinal fluid (csf) sample and send it for culture and analysis. During the cap study, the hcp only pulled back 0.4ml of yellow fluid. Caller was unsure of what will be done and stated that the patient will be referred to a neurosurgeon to determine if the catheter needs to be replaced. The patient had been hospitalized and it was believed that it was due to the fever. Caller thought the pump dose had been increased a couple of times while the patient was hospitalized. The pump was delivering baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2003, product type catheter.